Manufacturer narrative:
The device was returned and evaluated. The evaluation results is as follows: the device was received and evaluated for the complaint regarding the adhesive pad issue. The device was inspected, and the device showed no anomalies that could contribute to the reported event. Due to the used condition of the adhesive, the adhesion issue complaint could not be verified.

Event description:
The patient reported that before she applied the v-go last night patient removed the adhesive liner and noticed a small area of adhesive was missing from the adhesive pad. The patient applied the device and stated that and when she woke up this morning the bottom left corner of the adhesive pad had peeled off. The patient stated when she saw this patient just pushed the pad back down and got in the shower. After the shower the patient said the v-go was only being held on by the needle itself and then fell off when she went to remove it. The patient let me know she does use a alcohol wipe and lets it dry prior to applying a device to her abdomen.